Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+2.0/093 (sphere/ cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted. Reportedly, the patient experienced "very strong glares," and ghost images. After explant, it is noted that "as before surgery...lens is clear."

Manufacturer narrative:
Device evaluation: the product was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the lens with no visible damage. (B)(4)

Manufacturer narrative:
The lens explant resolved the problem. (B)(4)